Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness, the cgm was reading 4.8 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient was given jellybeans by his mother, and at the time of the report, which was the day after the event, his blood glucose level was stable. There was no documentation that more treatment, any other medical intervention, or a hospital visit was necessary. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred 7 days after the sensor had been inserted in the abdomen. The patient experienced loss of consciousness, the cgm was reading 4.8 mmol/l and the blood glucose reading was 1.8 mmol/l. The patient was given jellybeans by his mother, and at the time of the report, which was the day after the event, his blood glucose level was stable. There was no documentation that more treatment, any other medical intervention, or a hospital visit was necessary. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.